Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a piece was left in and he had to dig some to get it all out') and pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. B53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), acne ("acne"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vagina pain"), breast pain ("breast pain"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, psychological trauma and acne outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, vulvovaginal pain, breast pain, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, back pain, breast pain, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for pain, received treatment for bleeding and received treatment for psych injury. Essure insertion provided in summon : (B)(6) 2014 2 trailing coils on the right and 2 trailing coils on the left. Batch no b53037, production date 2013-07-17, expiration date 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of events "pain and bleeding" were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a piece was left in and he had to dig some to get it all out') and pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. B53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didnot underwent for an essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), acne ("acne"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vagina pain"), breast pain ("breast pain"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, psychological trauma, vaginal haemorrhage, menorrhagia, acne and dyspareunia outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the vulvovaginal pain, breast pain, abdominal pain lower and back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, back pain, breast pain, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for pain, received treatment for bleeding and received treatment for psych injury. Essure insertion provided in summon : (B)(6) 2014 2 trailing coils on the right and 2 trailing coils on the left. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received: reporters were added. Lot no. Was added. New events- abnormal bleeding (vaginal, menorrhagia), acne, dyspareunia, device breakage, vagina pain, lower back pain, lower abdomen pain, breast pain, device monitoring procedure not performed were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a piece was left in and he had to dig some to get it all out') and pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. B53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didnot underwent for an essure confirmation test". On (B)(6)-2014, the patient had essure inserted. On (B)(6)-2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 7 months after insertion of essure. On (B)(6)2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), acne ("acne"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vagina pain"), breast pain ("breast pain"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, psychological trauma, vaginal haemorrhage, menorrhagia, acne and dyspareunia outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the vulvovaginal pain, breast pain, abdominal pain lower and back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, back pain, breast pain, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for pain, received treatment for bleeding and received treatment for psych injury. Essure insertion provided in summon : (B)(6)-2014 2 trailing coils on the right and 2 trailing coils on the left. Batch no b53037 production date 2013-07-17. Expiration date 2016-07-31 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain, received treatment for bleeding and received treatment for psych injury. Essure insertion provided in summon: (B)(6) 2014. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received-previously reported event "injury" is replaced by "pelvic pain", events- "abdominal pain, dysmenorrhea (cramping), general abnormal. Bleeding and psych injury", reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.